Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. Reported to FDA on february 6 2015.

Manufacturer narrative:
Additional information received november 17, 2015. Previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. The product associated with this complaint investigation, was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Previous applicable nc investigation has been completed. The investigation revealed that the complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user as a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reported that she developed two separate ulcerations that have merged into one located at the base of her stoma. She described the wound bed as black and green and measures over once inch. She mentioned that the wound is painful, but denied drainage or bleeding. The end user stated she saw her primary care physician, who stated that the wound looked like a "very bad wet scab." He did not provide treatment, but referred her to a wound clinic where she has an appointment on (B)(6) 2015. She mentioned that she saw her urologist approx one month ago, but at that time, she did not have these areas. She had a magnetic resonance imaging that showed her ileal conduit was necrotic and further surgery would be necessary. The end user further mentioned that she will see her cancer doctor on (B)(6) 2015.